Manufacturer narrative:
Excessive wear on stiffener plate and bushings. Tech replaced stiffener plate and bushings. Also replaced brake/steer caster. No patient impact. Bed location: basement hall.

Event description:
Brakes slipping.